Event description:
On (B)(6) 2010, pt reported the piston rod is "stuck in one place." Pt stated during piston rod retraction for a cartridge change, the piston rod stopped moving and had a "buzzing sound." Pt reported he removed the battery from the infusion device and switched to his backup infusion device. Pt reported no errors or alerts were received. Pt stated the battery was changed approx 1 month ago. Had pt insert a new battery and attempt to retract the piston rod. Pt reported the "buzzing" noise was still there. Pt stated the piston rod was "4/5 down the tube" but the infusion device would not reset. Pt reported the infusion device eventually displayed an e10 (cartridge error) alert. Pt stated the abnormal noise was not present before (B)(6) 2010. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.